Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® implant 4 x 10mm (oss410) was returned for investigation, see attached image a1 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and a fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 8 years and 6 months. Device history record (DHR) review was completed for the subject lot number (2011100947). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011100947) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
Doctor reported the implant was removed due to fracture. Patient came with mobility in the bridge and the implant was fractured.